Event description:
The foreign distributor ((B)(6)) reported a malfunction on the IV administration extension set. The distributor¿s customer reported that the connections between the tubing and the luer lock had come apart. It was reported that there were several from the same lot; however, attempts to obtain add¿l info regarding this alleged failure have not been successful. The customer did report that there were no pt complications or clinician complications as a result of this alleged event. The sample was returned to the MFR for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Quest medical, inc. Defers to the pt¿s physician regarding medical history.